Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable 23000 faults on mtml 2, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) did not reproduce the reported problem, but master tool manipulator left (mtml) was replaced to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The master tool manipulator2 (mtm2) was analyzed, and the reported failure (error 23000) was unable to be reproduced but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm2 was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. The mtm2 will be re-calibrated as a precaution due to mechanical defects identified. The complaint regarding recoverable 23000 faults on mtml 2 was confirmed based on the system error logs, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the mtml 2 was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically after disabling the surgeon side console 2 (ssc2). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) to report that they were getting recoverable 23000 faults on mater tool manipulator left (mtml)2. The site stated that they had power cycled the system and then had to disable mtml2 and were continuing with case. The site was going to hard power cycle the surgeon side console (ssc) after the case was completed. The procedure was continuing and there was no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained additional information. The procedure was completed robotically. Troubleshooting was done by power cycling the system, but the issue was not resolved. The error message was pointing towards mtml 2, so surgeon decided to disable the mtml2 to continue the procedure. The surgeon side console 2 was disabled and the surgery was continued with only surgeon side console 1 (ssc1).